Event description:
It was reported to medtronic minimed that the customer received pump error. The customer reported no adverse event. The event involved product(s) mmt-1885. Description of event: critical pump error critical pump error/open book image t/s per dop114-980.details of what led up to event: critical error. Trouble shooting was performed and explained the pump performs safety checks and an error was found. Alarm customer is reporting: other critical pump error instructed customer that pump will be replaced. Instructed customer to revert to backup plan per hcp instructions and place pump in storage mode (i.e. Remove battery and press and hold the back button until the screen turns off).ship: 780g/return: 780g no harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08715 inches. The trace and history files were successfully downloaded using thump. A review of the pump history file reveals on (B)(6) 2024 there were three (3) pump error 37 alarms (08:15, 20:35, and 21:33), fifteen (15) pump error 43 alarms (between 08:11 and 21:53), and six (6) pump error 130 alarms (08:43, 2x 08:44, 20:32, 21:05, and 21:31) generated. The pump was cut open to perform a visual inspection. No moisture damage was found on the electronic assembly (pcba 1 and pcba 2) however, corrosion was found on the motor home switch. A sc1 cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked buttons (up arrow, down arrow, select) keypad overlay, and stained keypad overlay. Pump error 37, pump error 43, and pump error 130 alarms (found in the history files) are all confirmed due to a corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.